Manufacturer narrative:
The real intelligence robotic drill, p/n (B)(4), (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill passed numerous kpc tests and a mock case was completed with no issues. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an internal loose connection in the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. This complaint from the united states reports that the cori robotic drill stopped during a procedure. The surgeon changed to manual procedure and was happy with results that did not impact the results of surgery only that they did not continue with the robot. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11: corrected information in h6 (health effect - clinical code).

Event description:
It was reported that during a cori tka procedure, the robotic drill stopped spinning while cutting hard bone on distal femur, and they could not get it back spinning in the case. They tried to re-calibrate, unplugging and plugging back in, but it was not resolved. They changed to manual procedure with a delay of less than 30 minutes. No other complications were reported.